Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.65 volts after 27 months of implant during. This device was listed on the shortened replacement window advisory, originally communicated on (B)(6) 2007. Technical services (ts) discussed that there is no need for increased follow-ups. No adverse patient effects were reported. Additional information indicates that this device was later explanted for normal battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.